Manufacturer narrative:
Fowler litter assembly, switch, and siderail.

Event description:
It was reported by svc report that the fowler weldment bent and the fowler will not raise to 60 degrees, also pt right siderail weldment bent at base. No pt involvement or adverse consequences are reported.